Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
The customer was contacted, and the following additional information was obtained: the event was found prior to a procedure and the customer verified that there is no report of patient harm associated with the event.

Event description:
The customer reported to olympus that the connectors are breaking at the grey tabs. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Device manufacture date: device manufacturer date: the device was manufactured in july 2012 based on the three-digit lot number. The specific date could not be determined with that information. During inspection and testing, the reported issue was confirmed. One side of the grey lock levers and one side of the metal clips were detached and missing from the preprocessor green plastic connectors side. The missing/detached metal clip and lock lever was not returned for evaluation. The connecting tube cannot be connected to the channel connector in the reprocessing basin. Based on the results of the legal manufacturer's investigation, it is likely the connecting tube could not be connected due to detachment of lock lever by external stress. As a cause of the external stress, the user may have applied force toward incorrect direction. A definitive root cause of the reported issue could not be identified. During inspection and testing the following was also found: ink spots inside the tube and there were scratches on the outside of the tube, metal connector, and on the green plastic connectors. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Per the device instruction manual: "preparation and inspection-move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken". Olympus will continue to monitor field performance for this device.